Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false repeat reactive architect (B)(6) result on one patient. Results provided: (B)(6) = 1.38 / 1.29 / 1.43 s/co. Architect (B)(6) qualitative confirmatory testing = 102.364 (confirmed reactive). Patient was nonreactive on (B)(6) 2019 and (B)(6) 2019 (no data provided). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag qualitative lot 04365fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative (lot# 04365fn00).